Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the screen of the multifiltrate pro machine blanked during the patient's continuous renal replacement therapy (crrt). The reported issue occurred approximately 92 hours after treatment initiation. The machine had to be switched off in order to resolve the reported issue. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 500 ml. The patient did not require any extended hospitalization or medical intervention. Hemoglobin was monitored closely for the rest of that day which was reported to have remained stable. Error 9040.1 was noted in the memory log. The machine files were provided to the manufacturer for analysis.

Manufacturer narrative:
Plant investigation: machine data was provided by the customer and used by the manufacturer to confirm that a communication occurred resulting in error code 9040.1. Restarting the device typically resolves the issue and allows for treatment to continue. Manual blood reinfusion should always be an option and is described in the instructions for use. Software versions 5.02 and 6.02 were developed and released to prevent some sources of this error from occurring. However this error code is considered within the scope of continued product improvement. A review of the device history record (DHR) is not required in this case as this event is considered to stem from a design issue.

Event description:
It was reported to fresenius that the screen of the multifiltrate pro machine blanked during the patient's continuous renal replacement therapy (crrt). The reported issue occurred approximately 92 hours after treatment initiation. The machine had to be switched off in order to resolve the reported issue. The patient's blood was not returned. The patient's estimated blood loss (ebl) is approximately 500 ml. The patient did not require any extended hospitalization or medical intervention. Hemoglobin was monitored closely for the rest of that day which was reported to have remained stable. Error 9040.1 was noted in the memory log. The machine files were provided to the manufacturer for analysis.